Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: *was the broken needle piece retained in patient? If yes, how was it retrieved? The issue is not needle breakage but suture breakage. *any patient consequences? There were no adverse consequences to the patient. *please provide lot number: no further information is available. *no further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2020; and a barbed suture was used. During the procedure, the suture broke at about 5mm from the swage part during fascia suturing. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/10/2020. Investigation summary: it was reported that the suture was broken at about 5mm from the swage part during fascia suturing. One empty labeled winding former and one needle-suture in two sections of product code sxpp1a300 was received for analysis. During visual inspection of the needle-suture, the swage and attachment area were noted to be as expected. However, marks on the body needle and the end of the suture pieces cut that appears to be by the use of a surgical instrument could be observed. The other section of the suture was examined, the end was cut, and it does match with the extreme of the needle/suture piece. Due to condition of the sample the functional test could not be performed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The instructions for use do contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.